Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. The customer was instructed to upload pump data. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.